Event description:
During internal testing for baxter after the pump had been returned from a customer evaluation, it was found that the pump was underdelivering. There was no pt involvement.

Manufacturer narrative:
In late october of 1997, a plant investigation of a pump that was under-delivering, during a routine quality audit prior to release, identified that the lower shuttle jaw had slipped and was not parallel to the rest of the shuttle mechanism. The lower shuttle jaw was then found loose in a few other devices in-process. The loose shuttle was believed to have moved during a misload test of two tubing segments into the pumping channel in production. Since this misload test was done after the production line accuracy test, the accuracy test would not have identified the potential movement of the shuttle. It is believed that the pump head supplier operator did not completely torque down both of the screws during the final steps of the pump head jaw set-cup calibration on some pump heads. A means to prevent any movement of the lower jaw after the jaw set-up calibration (such as an epoxy bridge) has been developed and qualified to mistake proof the assembly the eliminate the need to continue to perform the "shim screening" in future production.